Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (healthcare professional option inadvertently selected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the noisy image occurred due to a communication failure caused by the faulty cable. The cause of the faulty cable could not be identified. The event can be detected/prevented by following the instructions for use which state: "never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation due to image problem and the allegation was confirmed. The device evaluation found: noise on image due to faulty ccd (charged coupled device), as well as a small cut on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd camera head had an image problem. The issue was found during preparation for use. The procedure was completed with another device. There were no reports of patient harm.